Event description:
It was reported that the customer was hospitalized due to a hypoglycemic seizure. The customer's blood glucose read 45 mg/dl when checked by the paramedics at the time of the event. However, the customer's glucometer read 103 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The customer had just turned from an amusement park, when the event occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.